Manufacturer narrative:
Additional information b5. Medtronic received additional information that the customer had difficulty placing the vent and the cannula would not hold its shape. There was no damage to the packaging (outer box, inner packaging or sterile barrier). No other devices in the same box/shipping container were damaged. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the dlp left heart vent catheter, the cannula did not hold its position and straightened after being bent into place. The surgeon noted that this issue had been occurring for about a month, despite having used the cannula in the pulmonary artery during pulmonary thromboendarterectomies (ptes) for years without such problems. The use of the device was unspecified. No impact to the patient was associated with this event, and the patient was reported to be alive with no injury.

Manufacturer narrative:
D.4.UDI updated h.6.fdc code updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.